Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on intra-op, the balloon that was out of one tray got burst under low pressure. The product came in contact with the patient. No patient complications were reported as the result of the event. The contrast medium went into the disc of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Level: l4.

Manufacturer narrative:
Product analysis: the ibt has a cut in the balloon running perpendicular to the shaft of the ibt. This type of damage is consistent with the balloon coming in contact with sharp bone. If information is provided in the future, a supplemental report will be issued.